Event description:
The balloon was attempted in the patient's lad. When trying to deliver the first shock, the balloon broke. It was removed with no patient harm. Another one was opened and used in its place.